Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, both the patient and staff member were burned on the tips of their fingers whilst the surgeon was using a suction coagulator at the start of an adenoidectomy. No burn degree or medical intervention was reported. The suction coagulator was disposed of by the customer with no information reported.